Event description:
Noise on rv lead. All other parameters appear stable and within normal limits. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2020 - lead continued to exhibit noise and was explanted on (B)(6) 2020. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead continued to exhibit noise and was explanted on (B)(6) 2020. No adverse patient events were reported. Upon receipt the lead was found cut 11 cm distal to the is-1 connector pin. A proximal, a medial and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 8 cm proximal to the lead tip the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Damages like the cuts into the insulation 26 and 28 cm proximal to the lead tip most likely occurred during the extraction procedure. Further damages like the deformed rv shock coil and the fractured conductor cable leading to the rv ring electrode most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.